Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary:unit doesn't start up - progress bar stops, unit hangs.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: corrcteion: it was recognized that the false hamilton-c modell was mentioned in d2a changed to hamilton-c6 instead of hamilton-c3. Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: unit doesn't start up - progress bar stops, unit hangs.

Manufacturer narrative:
In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for use. The root cause was determined to be a defective processor board which was replaced. There was no patient or user harm reported. Hamilton medical ag complaint number: (B)(4). Follow-up 3 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: unit doesn't start up - progress bar stops, unit hangs.

Manufacturer narrative:
In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for use. The root cause was determined to be a defective processor board which was replaced. There was no patient or user harm reported.

Event description:
The following was reported to hamilton medical ag: summary: unit doesn't start up - progress bar stops, unit hangs.